Event description:
It was reported that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by the initial reporter: ¿on 2 facslyric instruments (issue on (B)(4)) cd34 absolute values were measured with a ldt assay using the bd sce kit. After the last preventive maintanance the uers detect differences in absolut values coming from to low trucount events in the same time of aquisition. These differnces can result in a false patient treatment.¿ does the customer always run the same sample on 2 different facslyric instruments? If not, why was it done in this case? Was it obvious that the results were erroneous/could not be trusted? Were erroneous results reported to the clinician? Were patients treated based on erroneous results? If yes, was there any negative impact to the patient? Does the customer always run the same sample on 2 different facslyric instruments? If not, why was it done in this case? The customer compared to sysmex and the values are too high. So, they compared the 2 facslyric in the lab and this results in the differences between both. Was it obvious that the results were erroneous/could not be trusted? Yes, over weeks every sample was too high. Were erroneous results reported to the clinician? Yes. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient? No. The issue is solved this week. We have done the abort count check and found 2.7% abort rate. The blue laser is changed. The first compared results are good."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by the initial reporter: ¿on 2 facslyric instruments (issue on (B)(6). Cd34 absolute values were measured with a ldt assay using the bd sce kit. After the last preventive maintenance the users detect differences in absolute values coming from to low trucount events in the same time of acquisition. These differences can result in a false patient treatment.¿ does the customer always run the same sample on 2 different facslyric instruments? If not, why was it done in this case? Was it obvious that the results were erroneous/could not be trusted? Were erroneous results reported to the clinician? Were patients treated based on erroneous results? If yes, was there any negative impact to the patient? Does the customer always run the same sample on 2 different facslyric instruments? If not, why was it done in this case? The customer compared to sysmex and the values are too high. So, they compared the 2 facslyric in the lab and this results in the differences between both. Was it obvious that the results were erroneous/could not be trusted? Yes, over weeks every sample was too high. Were erroneous results reported to the clinician? Yes. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient? No. The issue is solved this week. We have done the abort count check and found 2.7% abort rate. The blue laser is changed. The first compared results are good".

Manufacturer narrative:
H6: investigation summary: a review of the manufacturing records was completed for the instrument and reported issues were identified to be due to an old blue laser. Bd is continually monitoring complaints received for this device and reported issues to identify emerging trends.